Event description:
It was reported the customer had a low blood glucose of 48 mg/dl. The customer also reported receiving a threshold suspend alarm. Customer treated their low blood glucose with two blood glucose tablets and orange juice. The customer also stated there was no damage to their drive support cap. Customer also stated their blood glucose was 75 mg/dl at the end of the call. The customer also inquired how to handle a threshold suspend alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).